Manufacturer narrative:
Initially, the device was not returned to integra neurosciences for evaluation. An attempt was made on july 5, 2001 that specifically requested product return. A review of the device history records revealed that the catheter met specifications before being released to finished goods. The device was received on november 5, 2001, visual examined and mechanically tested. The mechanical testing confirmed pistoning fibers as a possible root cause of the reported information. A significant factor that may be the root cause of this failure has been tentatively identified as pistoning of the optical fiber in reaction to temperature shift at the transducer assembly. On-going engineering studies have identified various conditions that could potentially cause the readings to "drift", however, a specific, repeatable condition has not been isolated. A strong candidate would be pistoning fibers at the transducer. Efforts to reduce pistoning of the fibers have been effective. As part of on-going efforts to improve yield in the catheter manufacturing process, a preventive action has been issued to implement and validate the stripping of the fiber cladding prior to assembly. This would, in effect eliminate the pistoning issue, since the cladding would be removed from this section of the optical fiber. The occurrance of drift issues at this time is low and no significant risk to patient exists. Additionally, all catheters returned for possible "drift" reason will be investigated. Data will also be collected on complaints after the manufacturing process has been implemented. Based on the current complaint data, any complaints of drift to date have been related to devices made prior to the implementation of the preventive action to strip the fibers prior to final assembly. Based on the number of devices sold from year 2001 to date and the number of complaints received, the complaint rate is well below the expected rate. Integra neurosciences has received various complaints of catheter failure and/or malfunction both pre and post insertion. An analysis of returned catheters showed that some of the units exhibited fiber movement of the optical fibers within the "fiber holder" component at the tip of the catheter. The directions for use for camino catheters require that the catheter be zeroed prior to insertion. Specifically, "if the camino display does not read zero after a short system self-check delay, use the tool from the catheter kit to turn the zero adjustment on the bottom side of the transducer connector until the camino display reads zero." Some catheters that have exhibited fiber movement cannot be zeroed, rendering them unusable prior to insertion. The failure is readily apparent to the user. Fiber movement may also result in pressure measurement errors greater than those specified in the product labeling and not readily apparent to the user. Not all catheters exhibiting fiber movement fail or malfunction, however, a majority of the units will function within specifications. Inability of the customer to zero the catheter may result in a delay of monitoring, as medical personnel would need to obtain and zero another catheter. The use of catheters exhibiting errors outside the acceptable performance range may result in inaccurate pressure measurements, possibly resulting in inappropriate patient management and potential patient injury. Quality assurance conducted an analysis of confirmed pistoning fiber complaints versus the sales. The likelihood of occurrence was calculated to be approximately 0.025%, which is well within historical complaint levels and far below the expected level of occurrence calculated in november 2000 when this tissue was first identified. The likelihood of occurrence of the potentially hazardous event is rare. It is almost impossible to predict the outcome of a patient who has sustained a severe head injury. Patients who appear to have a devastating injury may recover and return to work or school with little functional loss while others who appear less injured continue to present with complications. The outcome often depends on the attention to detail at the bedside by the clinical staff. The failure of technology is always a consideration and the clinician is vigilant to avoid erroneous measurement documentation. Engineering evaluations were conducted to identify, evaluate and incorporate a preventive action to reduce pistoning of the fiber at the fiber holder. The process for stripping the cladding of the signal fiber in the fiber holder was developed and validated on february 10, 2003. 100% implementation of the "stripping" process in manufacturing was implemented on september 10, 2003 for the icp temperature catheters initiating with lot number wo49808. This lot reported in this complaint was manufactured prior to the implementation of the "stripping" process. Three hundred seventy-two catheters have been tested at post-sterile final lot release with no functional failures. No confirmed complaints have been identified due to "pistoning" fibers from catheters mfg using the "stripping" process.

Event description:
After using the product, no problem occurred during 48 hours. Then the patient's head was lowered for tracheotomy and more csf was flown down. The pressure was displayed between minus 7mmhg and minus 4mmhg for six hours. The physician could understand temporary negative pressure, but the negative pressure for such a long period (6 hours) was beyond understanding because drainage was performed at the height of 15cm. The physician asked that the catheter be investigated and he would like to receive instructions on how many hours needed to return to normal pressure range once negative pressure is displayed.